Manufacturer narrative:
The reported complaint was confirmed but not duplicated. The combination of xdcr faults at power-up/auto-zero noticed in the events log with the successful calibration of all xdcrs indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. Solenoids failure. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Carefusion file identification: (B)(4). (B)(4). Suspect device was evaluated by carefusion's certified third party service technician and stated that the reported issue was confirmed and due to a faulty mainboard. A main board has been ordered and the device is currently pending completion of repair and evaluation. A return materials authorizations has been provided but the mainboard hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported while using the vela ventilator; the unit displays a ventilator inoperable (vent-inop) alarm. There was no patient involvement associated with the reported event.